Manufacturer narrative:
Correction in section d: d4 serial no, serial number added; d4 lot no, lot number corrected in na.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the infusion device was defective.